Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported dual groshong breaking/leaking at the connection of the white lumen below the injection cap. No other information was provided.